Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer's current blood glucose level was 600 mg/dl. The customer was treated by the manual injections. The customer declined to troubleshooting. The customer also reported that the tiny air bubbles were present along the tubing length. The insulin pump will not be returned for the analysis.